Event description:
Event 1: tpn/il hung at 2145 and middle port on baxter tubing noted to be leaking around 0100. Provider notified and new fluids ordered. Tubing saved and put in education office. Event 2: while assessing patient, liquid noted to be inside isolette by IV tubing. Tpn tubing noted to be leaking from port closest to patient. Event 3: baxter tubing hooked to pcvc leaking at port closes to patient. Large puddle noted in isolette. Tubing changed out asap with new ivf bag and no further leaking noted. Patient¿s vitals remain stable. Labs sent this am, to f/u on results. Medical team aware. Event 4: tpn hung at 930pm. At 515am pump rang alarm of upstream occlusion x2. Rn picked up tubing to inspect and felt something was wet. Upon further inspection, leaking noted from second hub from top. Tpn had to be discarded and clear ivf hung.